Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample, an area of siltex cracking was noted on the anterior view. In addition, a tear measuring approximately 0.5 cm was found within the siltex cracking area, causing a deflation. The evaluation determined that the rupture is consistent with the siltex cracking. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Right device lot number is 267345. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the date of event was on (B)(6) 2020. Patient underwent bilateral removal and replacement as follow: left replaced with cat#:3502425, lot#:9411927, and right replaced with cat#:3502425, sn#:(B)(4). This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2020: during the visual evaluation of the sample, an area of siltex cracking was observed on the anterior view. In addition, a tear measuring approximately 0.5 cm was found within the siltex cracking area, causing a deflation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the date of event was on (B)(6) 2020, and the replacement devices were mentor. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with mentor siltex round spectrum, 325cc saline breast implants which the right side deflated and left side has issue with capsular contracture baker grade ii after implantation. The issue was confirmed by the physician. As a result patient had the implants removed on (B)(6) 2020. This report is for the right side.